Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a pump reset, but the error persisted. Consequently, technical support decided to replace the pump under warranty. The customer plans to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues. Technical support confirmed the shipping address and provided instructions on placing the pump into storage mode and returning it with a prepaid label.